Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised due to loosening of the patellar component, and dislocation. A cr/ cs knee was converted to triathlon hinge, and the patellar component was revised. Rep confirmed that no further information will be released by the hospital or surgeon.